Event description:
The deep brain stimulator were rubbing and causing the patient pain at her collarbone. The patient was unable to wear a seatbelt. The implant site was not healing properly, due to the rubbing. The patient had a small stature. The hcp moved the devices to the patient's abdomen to minimize the protrusion and painful placement. The patient was not happy with the bulging of the devices in his stomach. The therapy was helping the patient. Please see MFR. Report # 3004209178-2009-06965.